Manufacturer narrative:
Investigation summary: bd received 2 videos for investigation. The videos were reviewed and the indicated failure mode for tube push off was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿, two devices pushed off the connected acquisition device. There were no health consequences or impacts reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿, two devices pushed off the connected acquisition device. There were no health consequences or impacts reported.